Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were small air gaps in the infusion set tubing. Reportedly, the customer reintroduced air into the cartridge as the customer did not remove the needle from the cartridge after extracting the air prior to the filling the cartridge with insulin. The customer primed the tubing to remove the air. The customer's blood glucose (bg) level was 401 mg/dl and the bg level was addressed with a bolus via the pump.